Event description:
The customer reported that the system intermittently would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.